Manufacturer narrative:
The field service engineer findings were a reasonable root cause in relation to two of the three patient results provided. For the other patient result provided the field engineering specialist findings were not a reasonable explanation for the results obtained. Further analysis of the calibration history shows a good performance of the ise unit. A general issue with the rinse unit is a possible root cause. The customer stated that there have been no further issues.

Manufacturer narrative:
Updated fields: age at time of event, sex, date of event, relevant test/laboratory data. Patient #1 initial sodium result was 124 mmol/l on (B)(6) 2017. Sodium testing was performed on another analyzer on (B)(6) 2017 with a result of 141 mmol/l. Patient #2 had an initial sodium result of 179 mmol/l with a data flag on (B)(6) 2017. The repeat sodium result was141 mmol/l. Sodium testing was performed on another analyzer with a result of 140 mmol/l. Patient #2 is a (B)(6) year old male with a date of birth that was requested but not provided. Patient #3 initial sodium result was 179 mmol/l with a data flag. The repeat sodium result was 132 mmol/l with a data flag. Sodium testing was performed on another analyzer with a result of 131 mmol/l with a data flag. Patient #3 is a (B)(6) year old female with a date of birth that was requested but not provided.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of discrepant results for ise indirect na and ci for gen.2 tested on a cobas 4000 c (311) stand alone system. The customer provided the sodium results for 3 patient samples and the chloride result for 1 patient sample, of which the 3 sodium results are a reportable malfunction. Patient #1 initial sodium result was 124 mmol/l with a repeat result of 138 mmol/l. The initial sodium result was reported outside of the laboratory. Patient #2 initial sodium result was 179 mmol/l with a repeat result of 141 mmol/l. Patient #3 initial sodium result was 108 mmol/l with a repeat result of 135 mmol/l. The sample was run on another cobas c311 with a sodium result of 136 mmol/l unless noted the initial sodium result was not released outside of laboratory. The repeat results were deemed to be correct. There was no adverse event. The lot and expiration information for the sodium electrode was requested but was not provided. The field engineering specialist found that the detergent dispense volume was incorrectly adjusted. He adjusted the dispense volume. He performed mechanical and operational checks which were successful.